Event description:
After stenting the lesion in the left anterior descending artery, the imaging catheter became stuck on the distal end of the stent. When the imaging catheter was advanced and retracted, the imaging catheter was released from the stent and was able to be removed. The case was completed with this device. No pt complications were reported.